Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Sensing is now 2.4 from 12mv and threshold was 7v @ 0.5ms. A new lead was successfully implanted. No additional adverse patient effects were reported.